Event description:
Company representative reported that an endotracheal tube has a slash on the cuff after use. The device was in use less than 24 hours. The patient was reintubated.

Manufacturer narrative:
The lot number is unknown therefore the date of manufacture can not be determined. Further information has been requested. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.